Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, which was manifested by abdominal pain and turbid drainage. The cause of the peritonitis was not reported. The patient presented to the outpatient department and was treated with intraperitoneal (ip) ceftazidime and ip cefazoline (no further details) for the event. One week after event onset, the patient ¿visited the hospital¿ and it was reported the ¿symptoms were recovering¿. Three days later the patient presented to the emergency department and was hospitalized for the peritonitis event. The following day, pd therapy was discontinued, the pd catheter was removed and the patient was changed to hemodialysis therapy. At the time of this report, the patient was not recovered from the peritonitis event. No additional information is available.